Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was experiencing pocket pain and difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well post-operatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pocket pain and difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.